Event description:
A pt was skin tested on 2/5/97 and 2/25/97 with negative results. She was treated on 3/11/97 to the glabella. On 3/18/97, the pt developed slight redness at the glabella. She was seen by the injecting physician on 4/1/97 with erythema test site on the left arm. The physician diagnosed a hypersensivity and prescribed a tapering dose of prednisone.